Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The medical surveillance specialist spoke with the patient on july 1, 2009 and obtained the following information. The patient reported that four days prior to original date at 7:00 pm, she obtained an alleged high blood glucose reading of "329 mg/dl" with the subject meter. The patient stated that her blood glucose generally runs in the "147-159 mg/dl" range. As a result of the high result, the patient stated that she took an increased dose of insulin (15 units of novolog) based on her sliding scale. At 10:30pm that evening, the patient reported that she took her usual set dose of levemir insulin (40 units) and then went to sleep. At approximately 1:00 am the next day, the patient claimed she woke up sweating profusely and was very shaky. The patient associated the symptoms with a low glucose and immediately treated self with food and drink. The patient denied testing her blood glucose at the time of the symptoms and confirmed feeling better after the self-treatment. At the time of troubleshooting, the customer care advocate (cca) was unable to confirm the alleged high result in the subject meter's memory. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.